Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event, not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. An investigation was carried out into this complaint. Based on the information gathered it appears most likely that during the resident's transfer the sling's loop detached from the spreader bar of the lift contributing to the resident's fall. When reviewing similar reportable events, we have found a number of cases with similar fault description (loop "detachment"). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. The maxi 500 lift and the sling were inspected by an arjohuntleigh service technician that visited the customer site, and no malfunctions were found that could have caused or contributed to the event. The lift and the sling which work together as a system were found to have been to specification when the event took place. It can be established that the system was being used for patient handling but it appears it contributed to the event due to a use error. A drill down analysis was conducted into this event. From the sequence of events, it is noted that the detachment is indicated to have occurred as the patient was suspended in the sling and was being transferred when the sling loop came off the spreader bar without it breaking or failing. Based on this reported information, the possibility that a sling was not attached at all when the patient was lifted is considered highly unlikely, as this would result in the patient sliding out immediately when she would be lifted. Also, the possibility that the sling was properly attached within the spreader bar hooks is also considered highly unlikely. The sling includes six straps which all remain under tension and being pulled down by the weight of the sling occupant during the transfer, so the possibility that the loop would be lifted upward and would come off the hooks while under tension is improbable. Therefore, it is considered that the loop was improperly attached when the patient was lifted, and suddenly slipped off and thereby "detached" later on during the transfer. The sling instruction for use (IFU) mentions the following task to be performed when lifting a person in the sling: "make sure the loops of the sling are safely fastened to the spreader bar and fully inside the safely latches." "Double check to make sure that the sling straps are secured in the hooks of the spreader bar of the lift." Following the information received and our evaluation it appears most likely that sling loop was improperly attached when the patient was being lifted as the caregiver did not notice the inadequate attachment during transfer, which constitutes a user error. We find this event's root cause to be related with lack of or insufficient training. Note that the customer was visited and interviewed by a local arjohuntleigh representative but could not provide any training dates for staff. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.

Event description:
On (B)(6) 2016 arjohuntleigh received a customer complaint where it was indicated that the resident was being transferred using maxi 500 passive floor lift and loop sling. While the resident was suspended in the air by the lift, staff were concentrating on weighting the resident as opposed to one staff focusing on the resident. It was reported that one of the sling loop slipped off arm of lift causing the top of resident's body to fall out of the sling and subsequently hit the foot of the maxi 500 lift, resulting in a laceration to the resident's head. At this time, upper half of resident's body was outside of the sling and bottom half was in the sling. Resident was lowered and transferred to bed. It was indicated that only medical attention was given. No stitches were required.